Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that the patient was monitored by a gamma xl. Patient had a pacemaker. According to dr (B)(6), the pacemaker detection was turned on. It looks like the pacemaker was not detected (partially). It was reported that the monitor did not detect the fibrillation of the patient; no alarm was reportedly given. The patient passed away. (B)(4).